Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the numbers declined after implant. The lead was explanted when a reposition was unsuccessful. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.